Event description:
Additional information received indicated that the ceramic interface was fractured. Acetabular metalback of the integral metal and osteointerconnected to the patient's bone. The patient experienced pain when walking and cracking of the implant. Radiography of the hip and pelvis showed a broken acetabular ceramic interface with slight upper migration of the femoral component. There was a 1.0cm of apparent shortening on the physical examination and the patient presented with a limp. Affected side is the left hip.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After patient suffering a fall, it was evidenced a fracture of the acetabular component, with indication for revision and replacement according to the medical declaration.